Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The target lesion was located in the common iliac artery (cia). After crossing a guide wire, predilation was performed with a 5mm mustang¿ balloon catheter. A 12mm epic stent was then implanted and a 10.0 x 20, 75cm mustang¿ balloon catheter was then advanced for post dilation. However, upon the initial inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 9mm mustang¿ balloon catheter. No patient complications were reported.